Manufacturer narrative:
Follow-up #1: date of submission 02/09/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 02/01/2016 with the following findings: a review of the pump¿s black box showed multiple occlusion alarms. During testing, the pump rewind, load cartridge, and prime steps were performed successfully with no alarms occurring. The force sensor calibration and force sensor resistance measurements were found to be out of required specifications. The pump case was opened and a dimple was observed on the force sensor shim plate. The complaint of an occlusion issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.